Event description:
After an implantation time of approx 6 days, it was reported that the pt with this right ventricular lead was hospitalized with complaints of shortness of breath and lightheadedness. Interrogation revealed loss of capture and 2:1 heart block. A chest x-ray was performed; it was thought the ventricular tip had perforated slightly. A revision procedure was performed; the lead was repositioned successfully. A follow up visit revealed normal lead measurements. According to available info, this right ventricular lead was successfully repositioned; remains implanted and in service. The implant, event and explant dates were not reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.